Event description:
International affiliate reports that the tip of the modular screwdriver sheared off in the screw head while inserting the aegis bone screw through an aegis plate. The screw was approximately 10mm proud. Multiple attempts made to remove the broken tip failed until the surgeon used a metal cutting burr and screw removal set to remove the screw with the broken tip. A new plate and screws were then inserted in an anterolateral fashion. As a result of the difficulty, surgery time was extended by ninety minutes. The driver is not available for evaluation.

Manufacturer narrative:
Examination of the returned modular driver confirmed the breakage occurred at the distal tip of the instrument. The remaining flutes were found to be twisted, the direction indicating that breakage occurred in torsion during screw tightening. It was reported that the patient's bone was not tapped prior to screw insertion which may have resulted in the need of additional force during screw tightening. Review of the device history record found the lot met specification requirements when released to stock. The cause of tip breakage cannot be positively determined. However the damage is indicative of the application of atypical force upon the driver during screw tightening. The modular driver is a reusable surgical instrument and will become worn with usage over time. Events of this nature can result from wear and/or the application of atypical force upon the device during usage. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The screwdriver is not available for evaluation. The condition of the device prior to breakage and the quality of the patients bone are unknown. It was reported that the patients bone was not tapped prior to the attempted screw insertion. Review of the device history record found no discrepancies. The cause of tip breakage cannot be positively determined. However the damage is likely due to the application of atypical force upon the driver during screw tightening. At this time, the complaint is considered to be closed. Not available.